Event description:
The customer reported that the paramedics were called and he was transported to the hospital due to low blood glucose. The customer stated that he went on a long bike ride and believes there was more insulin on board than needed, and his blood glucose dropped to 56mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer was not disconnected during the rewind/prime process. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The displacement test was completed and passed. Advised the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.